Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and movement.

Event description:
Healthcare professional reported "the movement of imp to the dorsal side was confirmed in 2 cases of te infection, 1 case of hematoma, and case of combined use with ld." Unknown side. The status of device is unknown.